Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was seen with high impedance. Patient underwent chest x-ray for lead evaluation. Patient is to undergo full revision. Generator will be replaced prophylactically and the lead will be replaced due to high impedance. X-rays have not been received for review to date, however the physician's assessment of the x-rays were received. The physician noted that the leads projected over the anterior left paraspinal soft tissues and that the generator projected over the anterior left upper chest wall. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported the patient's generator was prophylactically replaced. The explanted generator has not been received to date. No other relevant information has been received to date.

Event description:
X-ray images were received and reviewed. Based on the review of the x-rays received, the cause of the high impedance could not be determined. No other relevant information has been received to date.